Event description:
It was reported that this pacemaker exhibited increased power consumption. Technical services (ts) reviewed the device data and identified that far-field oversensing was causing inappropriate atrial tachycardia response (atr) episodes, which contributed to higher power usage. Ts recommended adjusting the blanking period parameters to prevent inappropriate atrs and improve power efficiency. No adverse patient effects were reported, and the pacemaker remains in service.